Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer contacted olympus technical assistance support (tac) via phone. He was instructed to verify the proper connection of the maj-1933 and maj-1941 (dim light). If the issue persisted, he was advised to replace the questionable processor/light source with a known working one to see if the issue continued. If the problem remained, he was to verify the functionality of each individual cable, starting with the aforementioned ones. The customer informed tac in an email that the issue was resolved by swapping the cv-190. The device will not be returned to olympus for evaluation. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image is too dark, not sure whether dimmer functioned or endoscopic images were visible. It is unknown when the issue occurred. There were no reports of patient harm.